Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4).

Event description:
It was reported that the stent moved on the balloon and removal difficulties were encountered. A 7.0x60x135 cm express ld vascular stent was advanced to treat the target lesion. However, upon introducing the device into the lumen of the vessel, it was noted that the stent had partially detached from the balloon. Moreover, the physician could not withdraw the balloon and the stent into the introducer sheath. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The stent was detached from the device upon arrival at the investigation site. One end of the detached stent was damaged and the last two struts were lifted. This type of damage is consistent with the application of excessive force to the system. A visual inspection of the stent and the balloon identified no issues that may have contributed to this complaint. Stent crimp marks were visible on the balloon material indicating that the device was crimped correctly during manufacturing. The manifold had detached from the device and was not returned for analysis. This type of damage is consistent with the application of excessive force to the system. A visual inspection of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon and removal difficulties were encountered. A 7.0x60x135 cm express¿ ld vascular stent was advanced to treat the target lesion. However, upon introducing the device into the lumen of the vessel, it was noted that the stent had partially detached from the balloon. Moreover, the physician could not withdraw the balloon and the stent into the introducer sheath. The procedure was not completed. No patient complications were reported.